Manufacturer narrative:
Per tandem user guide states: do not remove the used cartridge from the pump during the load process until prompted on the pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Customer experienced an elevated blood glucose level (value not provided). During the report it was found that the customer was not following the screen prompts when performing the load sequence. A new cartridge was successfully loaded, and customer resumed insulin therapy.